Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('one of my implants was stuck in uterus / one of my essure implants has moved and is now inside my uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced endometriosis ("endometriosis"), insomnia ("insomnia") and tooth loss ("lost all of my upper teeth"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("one of my implants was stuck in uterus / one of my essure implants has moved and is now inside my uterus"), intervertebral disc protrusion ("hernia on back"), hypoaesthesia ("hypoesthesia"), tendon disorder ("tendinopathy"), headache ("severe headaches"), borderline glaucoma ("suspected glaucoma") and visual impairment ("spots developed on my eyes") and was found to have weight increased ("gained a lot of weight"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion, endometriosis, insomnia, tooth loss, weight increased, intervertebral disc protrusion, hypoaesthesia, tendon disorder, headache, borderline glaucoma and visual impairment outcome was unknown. The reporter provided no causality assessment for borderline glaucoma, device expulsion, embedded device, endometriosis, headache, hypoaesthesia, insomnia, intervertebral disc protrusion, tendon disorder, tooth loss, visual impairment and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('one of my implants was stuck in uterus / one of my essure implants has moved and is now inside my uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced endometriosis ("endometriosis"), insomnia ("insomnia") and tooth loss ("lost all of my upper teeth"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("one of my implants was stuck in uterus / one of my essure implants has moved and is now inside my uterus"), intervertebral disc protrusion ("hernia on back"), hypoaesthesia ("hypoesthesia"), tendon disorder ("tendinopathy"), headache ("severe headaches"), borderline glaucoma ("suspected glaucoma") and visual impairment ("spots developed on my eyes") and was found to have weight increased ("gained a lot of weight"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion, endometriosis, insomnia, tooth loss, weight increased, intervertebral disc protrusion, hypoaesthesia, tendon disorder, headache, borderline glaucoma and visual impairment outcome was unknown. The reporter provided no causality assessment for borderline glaucoma, device expulsion, embedded device, endometriosis, headache, hypoaesthesia, insomnia, intervertebral disc protrusion, tendon disorder, tooth loss, visual impairment and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.